Event description:
During a software upgrade, factory service identified intermittent power failures during testing. No patient involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The cause of the failure is due to a cracked solder joint at the input of a transistor causing an open circuit condition on the defib circuit board. Resoldering of the solder joint resolved the issue. Upon completion of repair and passing all release testing, the device was returned to the customer.